Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that on the day of implant, the atrial lead sensing decreased, the impedance decreased and undersensing was noted. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.